Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon wrote an e-mail to sales rep: "last week I had a patient with an attune knee tep implanted in (B)(6) 2016 with loosening of tibial component. The tibial component did not show any cement integration, I was able to lift off the tibial plateau with a finger."

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.